Manufacturer narrative:
Event date is approximate, exact date unknown..

Event description:
It was reported that the patient experienced recurring incontinence for which they underwent a surgical procedure to revise this artificial urinary sphincter (aus). During the procedure the pressure regulating balloon component of the aus was explanted and replaced. There were no reported patient complications. The explanted component is not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.